Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings and threshold suspend alarm. The customer's blood glucose level was 218mg/dl, and their sensor readings were 341mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to turn sensor on and off, and to monitor the device. The customer was advised to call back if issues persist.